Event description:
The customer called to report that they were hospitalized for high bgs. The customer indicated that they were released the next day. Also it was mentioned that the customer has been hospitalized twice for high bgs. It was stated that the customer called to ask about the no delivery alarm.